Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported the device jammed when firing. The surgeon did complete the case with the device. There was no consequence to the pt.